Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018 , the patient experienced an app crash alert. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for evaluation. Data investigation could not confirm an app crash alert. The root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.